Event description:
The nurse(rn) for the home patient (hp) contacted baxter's technical service center regarding a system error 2240 alarm which occurred on the homechoice(hc) during drain 3 of 7. The baxter technical service representative(tsr) explained system error 2240 indicates a large amount of air has entered the set up. The rn then detected a large amount of air in the cassette. The tsr instructed the rn to cycle power to clear the alarm. The tsr advised the rn that therapy has ended and to start over with new supplies or do a manual exchange. The rn stated that she would follow up with the peritoneal dialysis (pdrn) for further orders. There was no patient injury or medical intervention reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: product surveillance spoke with the nurse who confirmed that the patient has resumed therapy without further issue. The nurse confirmed no sample was available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) that occurred during drain 3 of 7 was not confirmed due to a lack of sample. The cause was undetermined. The batch review was not performed because the lot number is unknown. The root cause investigation is in progress through (B)(4).